Manufacturer narrative:
Initial reporter: address unavailable. (B)(6) address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was present in the pavilion of an unspecified bd¿ needle. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that foreign matter was present in the pavilion of an unspecified bd¿ needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a photo and a sample were supplied for evaluation. The photo was reviewed, and the returned sample was visually examined. There is a piece of white material in the syringe in the photo, however it could not be located in the returned sample. The returned sample did have liquid in the syringe so it is possible that the white material dissolved. No foreign matter was observed in the needle, and based on the complaint verbiage, the issue seems to have been with the syringe. The previous history with customer has had complaint samples returned for clogs with a white piece of plastic (not used in manufacturing) blocking the cannula. A complaint history check was not performed as the lot number is "unknown" for this complaint. Additionally, a device history record review was not completed as no batch number was provided investigation conclusion: no fm was observed in the needle, and based on the complaint verbiage, the issue seems to have been with the syringe. The previous history with customer has had complaint samples returned for clogs with a white piece of plastic (not used in manufacturing) blocking the cannula.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that foreign matter was present in the pavilion of an unspecified bd needle. There was no report of exposure, injury, or medical intervention.